Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient reported falling several times due to altered mental status from previous stroke. Physician determined lead dislodgement from falls. X-ray did not show movement from implant and physician concluded micro-dislodgement. Patient brought into lab for repositioning. Right ventricular screw helix was retracted but not able to be re-advanced after several attempts. Lead was removed and new lead positioned. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.